Manufacturer narrative:
H-10: box a1: pt identifier provided. H-11: box h6: handpiece has been in use since event without further problem. No consumables were saved for evaluation. System was not inspected at time of this event.

Event description:
Reporter noted small corneal burn at beginning of phaco. Had irrigation but no aspiration. Pt is fine. System has been used since incident occurred without problem.